Event description:
Homechoice machine was received in largo receiving for a pt who has dropped out of peritoneal dialysis. The rationale for ending pd therapy is listed as peritonitis. Hp's nurse stated that the hp was diagnosed with peritonitis in 2005 and hospitalized for an unknown period of time. Hp's symptoms were abdominal pain and a cloudy effluent. Remedial therapy given to the hp is unknown due to hospitalization. The pt did recover from this peritonitis episode based on the doctor's report. The hp's nurse suspected root cause of the peritonitis was patient self-contamination. The hp's nurse also stated the hp later transferred from pd to hd, but that decision was the hp's personal choice and was not a result of the peritonitis.